Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was in the hospital and patient was told to see hcp about interstim since it was not working. The caller was from patient¿s primary care provider (hcp) office and they had no detail about patient¿s interstim device. There were no further complications that have been reported as a result of this event.